Event description:
It was reported during an ablation procedure, the irrigation tubing broke off the handle of the catheter. Following a successful af ablation procedure, rf was being delivered from the catheter, only as part of a research procedure, when it was noted that the device was failing to reach adequate power levels. It was then discovered that the irrigation tubing had disconnected from the handle of the catheter. As the procedure was already completed, the catheter was not replaced. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.